Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a (B)(6) male patient underwent an ablation procedure for atrial tachycardia with a navistar rmt thermocool catheter and suffered a cardiac arrest (requiring cardiopulmonary resuscitation), surgical intervention (tracheotomy), and death. After a few ablations, the patient exhibited restlessness, oxygen saturation decreased, and the patient became asystolic. Cardiopulmonary resuscitation (CPR) was performed. Intubation attempt failed. Tracheotomy was performed. Patient went into ventricular fibrillation and expired. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection and an irrigation test were performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac arrest and death remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial tachycardia with a navistar rmt thermocool catheter and suffered a cardiac arrest (requiring cardiopulmonary resuscitation), surgical intervention (tracheotomy), and death. After a few ablations, the patient exhibited restlessness, oxygen saturation decreased, and the patient became asystolic. Cardiopulmonary resuscitation (CPR) was performed. Intubation attempt failed. Tracheotomy was performed. Patient went into ventricular fibrillation and expired. Cardiovascular medical history includes transposition of the great vessels with surgical correction (mustard procedure). Physician did not provide a causality opinion. Since the adverse event resulted in the patient¿s death, it is MDR reportable.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 4/7/17. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Originally the lot number was reported as "unknown_d-1266-01-s" . However, during the analysis the lot # of "17595757m" was verified. Therefore, the manufactured date and expiration date have been provided. The fields expiration date and manufactured date have been populated. The UDI number field has also been populated. (B)(4).